Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for investigation at this time. However, logfile shows inspiration valve test - error 4. Blower test screen shows that the current blower is 0.76a and seems to be a known issue with sw ver 6.0.1400.0. Advised customer that it is highly recommended to update the software of all other unit. Initiated main electronics replacement under warranty. The root cause is most likely lack of soft-start algorithm in software v6.0.1400.0 caused damage on the blower driving hardware of the mainboard due to a too high resulting current needed to overcome actual inertia torque of the blower rotor. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 having alarm 401-insp valve or device leaky prior patient use. Furthermore, there was no patient associated with the event.